Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a nurse obtained a contaminated needle stick injury from a used a bd insyte¿ autoguard¿ shielded IV catheter due to a safety mechanism failure. The nurse stated that she had placed the device down thinking the needle had retracted and when she picked it up to discard it, she was stuck. It is unknown if the nurse received any medical interventions.

Manufacturer narrative:
Correction: the patient identifier was incorrectly reported as (B)(6). The correct # should be (B)(6). Patient identifier: (B)(6).